Event description:
It was reported that cgm displayed error message 42 while customer was using g7 sensor. No additional information was received regarding impact to customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset cgm error did not reappear and sensor session was successfully started.